Event description:
A customer reported that their pump's touchscreen was cracked and shattered, rendering it unusable after the pump was dropped and hit the ground. There was no adverse impact to the customer's blood glucose level due to this incident. In response, technical support arranged for a replacement pump to be sent to the customer. The customer confirmed they would use multiple daily injections (mdi) as a backup therapy and acknowledged receipt of instructions on returning the damaged pump, placing it in storage mode, and transferring settings and connectivity to the new pump.